Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was cardiac arrest. The caller stated that the customer had diabetes issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death; however, her blood glucose was decreasing. The customer was wearing the insulin pump at the time of death. The customer was not using medtronic sensors. Prior to passing, the customer was hospitalized for 11 months and was released on (B)(6) 2018; she was becoming septic with urinary tract infections. The customer also had a stroke in (B)(6) 2019. She was in hospice care for a period of time. The caller declined to return the insulin pump for analysis.

Event description:
It was reported that the customer had stroke in (B)(6) 2018.